Event description:
A caridianbct employee read the article on platelet bacterial contamination in (B)(6), published on (B)(6) 2011. A pt death was involved. At this time there is insufficient info provided to determine if the caridianbct device was involved. Several attempts have been made to contact the site with no response. The pt info is unavailable at this time. The disposable is unavailable for eval because it was discarded. This report is being filed due to insufficient info provided at this time to determine if our device was involved in a donor/pt death.

Manufacturer narrative:
(B)(4). (B)(6). The pts received platelets on (B)(6) 2011. The run data files for these machines used at this site were uploaded to caridianbct: machine# (B)(4): files indicate no collections between the dates of (B)(6). Machine# (B)(4): files indicate no collections between the dates of (B)(6). Investigation, evaluation and corrective actions are in progress. A follow-up report will be provided.